Event description:
Healthcare professional reported, " implant replacement from textured to smooth due to the patients concern of the product". Healthcare professional reported later reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. ¿ flipping: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed a broken device assessed as fold flow opening. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, h6, h11.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported, " implant replacement from textured to smooth due to the patients concern of the product". Healthcare professional reported later reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety, product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure broken device and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, " implant replacement from textured to smooth due to the patients concern of the product". Healthcare professional reported later reported rupture. Device has been explanted. This relates to the left side.